Event description:
Emt's responded to a person described as in cardiac arrest. The arrest was witnessed but no cardiopulmonary resuscitation was in progress when emt's arrived approx 8 mins after call. The device was connected to the pt with disposable defibrillation electrocardiogram electrodes and the "analyze" button pressed. According to the rptr, the device alarmed "monitor only" and would not analyze the pt's rhythm. An advanced life support crew had then arrived and took over the scene. The rptr stated that when the device's electrodes were removed from the pt, a tear was observed in one of the electrodes. The pt was transported to the hosp but was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clincian's assessment of the pt's viability due to a long down time and the immediate availability of a back up defibrillator.